Event description:
A physician went to use the stapler and could not get it to engage and close around the bowel. A new stapler was opened and used without problems.======================manufacturer response for reloadable stapler, covidien autosuture (per site reporter).======================the manufacturer provided a rga (returns good authorization) number and a shipping container to return the product for evaluation.